Manufacturer narrative:
The log file of the affected device was provided and analyzed for the investigation. Based on the log file analysis, the reported event could be confirmed: on (B)(6) 2023 at 12:58 a.m. System time, the device performed an unexpected, synchronized restart of the ventilator and the display unit. The root cause was determined to be an access problem in the software task processing. The safety concept of the device provides that the software monitors the function of the device with regard to correct operation. If a deviation is detected during operation of the ventilator, the safety software triggers a synchronized restart of the ventilator and the display unit (ecd) to bring the system into a specified state. During the restart sequence, ventilation is temporarily interrupted, and the safety valve is opened to ambient, allowing the patient to breathe spontaneously. The restart is indicated by an activated auxiliary acoustic alarm (piezo loudspeaker of the ventilator). A single ventilator restart sequence lasts up to 8 seconds until the device automatically resumes ventilation with the last settings. The ecd restart sequence can take up to a maximum of 1 minute. In the meantime, the user can observe the ventilation already resumed and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure on the oled display of the ventilator. Finally, the alarm message "ventilation unit restarted" with accompanying acoustic alarm is displayed on the display and the additional acoustic alarm goes off automatically. In the present case, the ventilator has reacted as specified to the detected deviation and resumed ventilation with the last settings after the restart. The cause was resolved with software version 2.00.01. The existing of this failure is continuously monitored and evaluated by the responsible product quality board. The results of the investigation did not reveal any new risks that are not covered by the existing risk management report.

Event description:
It was reported that during ventilation of an intubated patient, the ventilation was interrupted. At the same time, the screen went black. After approximately 5 seconds, the ventilator rebooted and continued ventilating the patient. The patient's vital signs were stable; there were no patient health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilation of an intubated patient, the ventilation was interrupted. At the same time, the screen went black. After approximately 5 seconds, the ventilator rebooted and continued ventilating the patient. The patient's vital signs were stable; there were no patient health consequences were reported.